Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump was rebooting and moisture was observed in the battery compartment. It was reported that there was no damage to the battery compartment or cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 08/29/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found that the data range did not cover the complaint date due to continued customer use. Occurrences of power on reboot were found in the current data range. Using the returned battery cap, the pump to power up to the verify screen with auditory and vibratory features. All the buttons responded normally. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The battery compartment was found to have cracked and moisture was observed in the battery compartment. A leak test showed a leak where the crack was located. Removal of pump casing did not find evidence of moisture intrusion inside the pump. The reported power issue was verified in the black box but not duplicated in the investigation.